Manufacturer narrative:
Concomitant medical products: wavelight, sn (B)(4); intralase, sn (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) of a male patient during treatment with an intralase patient interface (pi). The suction was lost during flap creation and flap was not complete. The surgeon was able to complete the flap and perform the procedure. The patient did not experience loss of best corrected visual acuity. The best corrected vision acuity (bcva) of right eye (od): distance20/ (pre-op20/20) and left eye: distance 20/ (pre-op20/15). It was reported that the patient has no complaints and is fine. The patient's pre-operative refraction was: bcva ¿ right eye (od) 20/20, sphere 5.00, cylinder -.50, axis 133. Bcva ¿ left eye (os) 20/15, sphere 4.00, cylinder -1.00, axis 93.